Event description:
Reporter calling to report faulty blood glucose test strips purchased from walmart. Reporter states she helps her husband manage his diabetes, and they keep extra test strips on hand. She states she bought relion test strips from walmart about two months ago but didn't have to use them until recently. When they opened the box and attempted to use a strip, an error message appeared and they were unable to obtain blood glucose results. She examined the box and "the front indicates there should be a reading window on the test strip" however this reading window is absent on the strips that were purchased. She reported the defective product to relion and walmart, and returned them to walmart for refund. She states she purchased a second box of relion strips from walmart, and upon trying to use them the same error message appeared. She examined the test strips and the reading window was again absent. She and her husband have concerns regarding the quality of this product which they depend on. Ref report: mw5117406.